Event description:
It was reported through litigation process that three months and sixteen days post a port placement, the port was allegedly flipped. It was further reported that the patient developed severe pain radiated into the right shoulder. Reportedly, the port was removed and new port has been implanted. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Medical record was provided for review. The medical records allege that patient presented with the complaints of abdominal pain and swelling. A CT abdomen and pelvis was performed which showed large bilateral adnexal cystic mass and right pelvic cystic mass was noted. Approximately, one month and twenty-eight days later, patient presented for port-a-cath insertion procedure because of poor IV access in need of chemotherapy for endometrial cancer. Nine days later, patient underwent powerport clearvue implantable port implantation through the right internal jugular vein approach for chemotherapy treatment. The catheter was aspirated with good blood return and catheter was flushed. Three months and sixteen days later, patient presented to the clinic for malfunctioning infusaport, they believe it has flipped, receives chemotherapy for ovarian cancer, pain around infusaport and radiates to right shoulder. She was advised to send to hospital and remove the old infusaport and insert a new one. Therefore, the investigation is inconclusive for the reported port flip as provided medical report evidence were unclear confirmation as its states "believe it has flipped" and provided evidence were sufficient to confirm the issue. Furthermore, clinical conditions alleged in the complaint can be confirmed.based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method) h11: d4 (unique identifier (UDI) #), h6 (result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that three months and sixteen days post a port placement, the port was allegedly flipped. It was further reported that the patient developed severe pain radiated into the right shoulder. Reportedly, the port was removed and new port has been implanted. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime post port placement procedure, patient developed injury. The current status of the patient was unknown.